Event description:
Patient reported that the device generated a blood glucose result of 911 mg/dl (device's reading range is 10-600 mg/dl). At the time of the report, patient indicated that the value could not be located in the device's memory. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.